Manufacturer narrative:
Trend analysis conducted for infyna chic 12 french urinary catheters associated with a uti and no adverse trend identified. Device history record (DHR) and sterilization documentation review conducted based upon the lot number provided and the records were found to be complete and accurate. The root cause of reported painful emptying of her bladder and chronic uti cannot be determined.

Event description:
It was reported that an end user experienced painful emptying of her bladder with the use of the hollister infyna chic hydrophilic urethral catheters. It was further reported that she experienced a chronic uti while using the catheters and was put on antibiotics. The end user reported that she has since switched to a competitor's urethral catheter and does not like that one either.